Event description:
It was reported that the atrial lead exhibited a rise in thresholds and was unable to pace. The lead was explanted and replaced. The patient is part of the (B)(4) study. No patient complications have been reported as a result of this event.

Event description:
It was reported that the atrial lead exhibited a rise in thresholds and was unable to pace. It was further reported that the lead exhibited failure to capture. The lead was explanted and replaced. The patient is part of the system longevity study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.